Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fragment broke off of a 150 ml intravia empty container, resulting in particulate matter inside the fluid pathway. This was noticed after a patient¿s infusion of total parenteral nutrition solution and while the bag was being disconnected from the tubing. According to the report, the ¿inner outlet, where the tubing plugs in¿ was found to have rough edges, and a ¿small fragment of plastic was noted¿ which could have gone down the tubing. The tubing was reportedly filtered, however, would have prevented any fragments from entering. There was no difficulty in disconnecting the bag from the tubing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.